Event description:
User facility reported that the device was in use with pt. According to report, the staff noted the device allowed for infusion of the contents of the attached IV bag; time elapsed not provided. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.